Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated. The crescentic blade device was visually inspected and two of the saw teeth were observed to have been broken off. It was further determined that the cause for the crescentic blade teeth to break was due to a design issue. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to inadequate design specifications. This issue has been escalated to CAPA. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial-plateau-leveling osteotomy (tplo) on a canine, it was observed that the teeth of the saw blade device had sheared off. The surgeon stated that the device was used in three cases prior to this event and he noted that the blade had been manually cleaned between cases. It was reported that the missing saw blade teeth possibly remained in the patient. It was further reported that the surgeon did not feel any medical intervention was necessary for the patient at that time. There was a five minute delay to the surgical procedure. A spare device was available to complete the surgery successfully. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.